Manufacturer narrative:
Multiple attempts were made to obtain additional information; however, no additional information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up and had high blood glucose levels (bgs). He was at >600 mg/dl at 9:00 am (range of bg meter). He changed the infusion set and cartridge this morning but he continue to run high. He was admitted into the hospital in the afternoon and his bg was at 800 mg/dl. The customer was treated for high bgs while at the hospital, and was at 352mg/dl when he called tandem technical support. System check and troubleshooting was performed by tandem technical support and pump performed as intended. Recommendation was made to load a new cartridge from a new vial of insulin to confirm that the insulin was not degraded.